Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2011 via tha of the patient¿s right hip joint. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the cup, the liner, the head, and the stem with the sleeve due to dislocation caused by fall down. It was confirmed that the cup was implanted at superior side of the acetabulum at the primary surgery and the lateral opening angle was about 60 degrees. The surgery was completed without a surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.